Manufacturer narrative:
Section d1 brand name: corrected , section d4 catalog number: corrected , section d4 primary UDI number: corrected . Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the system monitor displaying atypical low flows and a drop in speed was not confirmed. There were no photos submitted for review. A review of the submitted controller event log file spanned approximately 4 days ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). The pump maintained a speed above the low speed limit (lsl) without issue while the driveline was connected. There were no notable alarms active in the log file. A review of the submitted controller periodic log file spanned approximately 11 days at 1-hour intervals ((B)(6) 2023 ¿ (B)(6) 2023 per time stamp). The pump maintained a speed above the lsl without issue while the driveline was connected. There were no notable alarms active in the log file. The system monitor was not returned for analysis. The provided information stated that data on a system monitor was reviewed and showed low flows and speeds of 8-5800 rotations per minute (rpms). There was no documented low flow alarms. It was then reported that the events noted on interrogation via the system monitor showed the patient was not having frequent enough events to have overpopulated the events list. The patient was then attached to the heartmate touch monitor for re-interrogation which revealed none of the events. The patient was reinterrogated for a third time with a system monitor which was absent of previously reported events and at their respective time stamps were normal rpms, flow, power, etc. The system monitor was exchanged, and the issue resolved. A root cause for the reported event was not conclusively determined through this analysis. Device history records could not be reviewed due to the serial number of the system monitor being unavailable. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 4-¿system monitor¿ explains how to properly interpret and troubleshoot system monitor communication issues and error messages. Heartmate 3 instructions for use section 4-¿system monitor¿ and heartmate 3 patient handbook section 6-¿caring for the equipment¿ explain how to properly handle the monitor to prevent damage. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that nurse staff in the intensive care unit reported low flows from the patient that did not alarm. Data on a system monitor was reviewed that did show flows of 1.1 lpm with rpm of 5800 to 1700s to 8rpms. There was no documented low flow alarms. It was then reported that the events noted on interrogation via the system monitor around 3:00 am showed the patient was not having frequent enough events to have overpopulated the events list. The patient was then attached to the heartmate touch monitor for re-interrogation which revealed none of the events. The patient was re-interrogated for a third time with a system monitor which was absent of previously reported events and at their respective time stamps were normal rpms, flow, power, etc. Waveforms were sent to verify that there is not a hardware problem with the patient. Log files were submitted for review. Log files captured a single low flow event on (B)(6) 2023 down to 2.4 lpm that was not sustained for long enough(at least 10 seconds) to activate the audible alarm. There were no other unusual events recorded in the log file event history. The mechanical circulatory support equipment was operating as intended. Related manufacturer's report number for the pump: 2916596-2023-08417.

Manufacturer narrative:
Section d4: the device's serial number was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.